Event description:
The facility representative reported to baxter (B)(4) a one-link IV catheter set that leaked while infusing a chemotherapy drug. The set started to leak from one of the joints. There was patient involvement but no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be performed as the lot number is unknown. The device was returned to baxter and is awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.